Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardiac monitor could not be interrogated, no communication. The device was explanted successfully. The patient was good and healthy before and after the procedure.

Manufacturer narrative:
Final analysis found the battery was depleted. The source of the excess current and lack of communication were not conclusively determined, but suspected it was caused by an anomalous u1 ic from the hybrid.